Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a persistent retry errors observed after multiple fix attempts. A technical support specialist (tss) investigated a station that was experiencing persistent synchronization retry errors. The tss confirmed that the issue was caused by missing related records between the station and server databases, which prevented successful data inserts during synchronization. The tss validated the discrepancies by reviewing both environments and checking expected configuration values. After confirming the root cause, the tss ensured a full database backup was completed, removed the affected database, and repaired the application. Synchronization was then run again, and no further errors occurred, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station py-p03-01f, running es 1.5.2, experienced recurrent retry errors during synchronization. Customer stated that system failed to insert a record due to a missing foreign key in "core.user role member" and failed to insert a discrepancy record due to a missing "itemtransactionkey" reference. However, there were no delays or adverse events or injuries reported based on this event.